Event description:
Rv lead with known insulation breach. Implant data not provided for st. Jude lead sacha jorge. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).